Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the iliac vein. A 12x90/8fr 75cm endoprosthesis stent was advanced for treatment. However, post deployment, the position of the stent at the distal end was inaccurate. The device was too short to cover the lesion. The physician retrieved the stent with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the iliac vein. A 12x90/8fr 75cm endoprosthesis stent was advanced for treatment. However, post deployment, the position of the stent at the distal end was inaccurate. The device was too short to cover the lesion. The physician retrieved the stent with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the label of the stent was accurate. The lesion size was assessed prior to selection of the stent. However, the physician was unsatisfied with the first placement of the stent when deploying. The physician tried to recontracted the stent but failed and so he decided to deployed the stent and then snared it out. The procedure was completed with unknown 14.00 x 9.00 stent. Device evaluated by MFR.: the device was received with approximately 60mm of stent partially deployed from the delivery system. The distal section of the deployed stent was noted to be undamaged. During analysis the stent was fully deployed from the delivery system, slight resistance was encountered as the proximal section of the stent was wedged back into the outer sheath which may have occurred when a snare was utilized to remove the deployed stent. No issues were noted with the stent that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device that could have contributed to the complaint incident. A visual and microscopic examination of the device identified no damage or any issues with the stent cups, stent holder or tip of the device that could have contributed to the complaint incident.